Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent manual meal announcements without eating, occasional duplicate meal boluses, and user-initiated correction attempts that appeared to confuse the ilet algorithm and contribute to variable insulin delivery, with nighttime hypoglycemia and daytime lows during or after exercise and with glucose values in the 50¿60 mg/dl range requiring corrective carbohydrate. The user takes mounjaro 5 mg and performs daily weight resistance exercise with approximately 100 g protein intake. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included transient functional impairment due to hypoglycemia and the need for self-treatment with carbohydrates without hospitalization. Investigation included review of synced pump and continuous glucose monitor (cgm) data, treatment history assessment, and troubleshooting with user education. Investigation of this case revealed repeated outside correction behaviors consistent with user technique issues that can attenuate automated dosing and increase glycemic variability; no alerts or device component malfunctions were identified. It was concluded, based on previously established findings for similar reports, that the cause was user training and use error, with contributing factors of exercise and concurrent medication effects, and that a soft algorithm relearning period with correct use and trainer follow-up was appropriate.